Event description:
The customer reported that the table had no movement and the 2600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. All the circuit boards were re-seated and the filmer gears were lubricated. The system operates as intended.